Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented recurring incontinence, it was reported that the original cuff that was placed was slightly too loose and the patient's incontinence was not satisfactory. The aus was explanted and replaced. There were no additional patient complications reported.